Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removed them') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to surgical sutures ("allergy to sutures"). The patient was treated with surgery (medical device removal). Essure was removed in 2014. At the time of the report, the medical device removal and allergy to surgical sutures outcome was unknown. The reporter considered allergy to surgical sutures and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality-safety evaluation of ptc. Fu(2) and (3) processed together. On 20-mar-2020: social media received : reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removed them') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced allergy to surgical sutures ("allergy to sutures"). The patient was treated with surgery (medical device removal). Essure was removed in 2014. At the time of the report, the medical device removal and allergy to surgical sutures outcome was unknown. The reporter considered allergy to surgical sutures and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.